Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted into the hospital with dizziness. Upon device interrogation, the right ventricular lead exhibited loss of capture, abnormal sensing and abnormal thresholds. On (B)(6) 2018, the lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.